Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported leaking at the hub when injecting medications with a specific problem administering radioactive materials. This effects appropriate disposal of the product and accuracy of performing pet scans. There was no report of patient harm.